Manufacturer narrative:
(B)(4). A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The peritoneal dialysis (pd) patient called stating the cycler had a fluid leak on (B)(6) 2016. The patient stated she was not connected at the time of the leak. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the issue had occurred after the patient had completed treatment and confirmed no treatment was missed. Per pdrn the patient was required to come into the clinic and was provided with prophylactic medication for one week as a result of the reported fluid leak and pending fluid culture results. The pdrn stated fluid culture results were negative, and no adverse event occurred as a result of the reported occurrence. (B)(6) indicated the patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the new cycler without further issue. The set was not made available for evaluation.

Manufacturer narrative:
Unique identifier (UDI): (B)(4) - the device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.